Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide additional information to the section and to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned.

Manufacturer narrative:
Expiration date - requested, information not received. Requested, information not received. Implanted date: device was not implanted. Explanted date: device was not implanted. Device manufacture date - requested, information not received. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that they tried to place the collagen, the green tube could be introduced very deep in the puncture canal. Hemostasis could not be achieved. The following information was provided by the user facility: they suppose that there was no collagen in the system. Hemostasis was achieved by manual compression and compression bandage. It was reported that the patient was stable with no patient consequences. Us was performed to locate the anchor. It was reported that bleeding occurred in the procedure room. When the user pulled back the device, to push down the tamper, the complete device came out of the artery/ patient. Additional information was received on 12/11/2017- it was reported that the device was missing components.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to section. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
Additional information was received on 1/03/2018: it was reported that the device was completely pulled out again, it seemed to be empty. It was compressed manually. The patient was fine. The device was an angio seal sts 6f. It was confirmed that the complete device was retrieved and no pieces were left in the patient.